Manufacturer narrative:
Ref. Related manufacture report numbers: complaint (B)(4):mfgr report number 2015691-2017-01505; complaint (B)(4):mfgr report number 2015691-2017-01508; complaint (B)(4):mfgr report number 2015691-2017-01509; complaint (B)(4):mfgr report number 2015691-2017-01510; complaint (B)(4):mfgr report number 2015691-2017-01512; complaint (B)(4) :mfgr report number 2015691-2017-01514; complaint (B)(4):mfgr report number 2015691-2017-01515; complaint (B)(4):mfgr report number 2015691-2017-01516.

Manufacturer narrative:
Exact date of event is unknown. Article indicated event occurred between (B)(6) 2014 and (B)(6) 2015. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of valve embolization is unknown. However, the event may be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography kim, won-keun, md et al. ¿transfemoral aortic valve implantation of edwards sapien 3 without predilatation¿ catheterization and cardiovascular interventions, 89 (2017), p. E38¿e43, wileyonlinelibrary.

Event description:
As reported by the edwards european affiliate, through a journal article titled, ¿transfemoral aortic valve implantation of edwards sapien 3 without predilatation¿, during a transfemoral tavr procedure (date unknown), post deployment of a sapien 3 valve (size unknown), the sapien 3 valve of one patient embolized into the ventricle. The patient was converted to conventional surgery.